Manufacturer narrative:
The customer¿s report of separation at the lower fitment below the safety clamp was confirmed. Visual inspection observed that the pvc tubing was completely separated from the lower fitment. Functional testing was not performed due to the tubing being separated at the component engagement. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. The tubing measured within specification. The root cause of the separation was a manufacturing issue of no solvent being applied at the junction of the tubing.

Event description:
The customer reported that a set separated at the lower fitment below the safety clamp during a saline infusion. No patient harm was reported.